Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been treated for hypoglycemia. The patient's blood glucose levels had dropped to 25 mg/dl while wearing the pod. It was reported that the patient had entered an incorrect basal rate of 110 units of insulin per day and should have been 30 units daily. The patient had been at work at a medical facility during this event. A registered nurse reports the patients blood glucose level was 79 mg/dl. The patient was treated with glucagon tablets.